Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. After the lesion was engaged with 6f guide catheter, a guidewire and dilated with a 1.5mm balloon, a 2.50x28mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable to cross the lesion and the shaft broke. The device was completely removed from the patients body and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. After the lesion was engaged with 6f guide catheter, a guidewire and dilated with a 1.5mm balloon, a 2.50x28mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, the device was unable to cross the lesion and the shaft broke. The device was completely removed from the patients body and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 50cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.